Manufacturer narrative:
Data previously submitted should be edited to: 3x ref spher head screw 25mm; 71332525/unk lot; syn por fem comp sz 14; 71306614/unk lot; oxinium fem hd 12/14 36 mm -3; 71343603/unk lot; r3 3 hole acet shell 62mm; 71335562/unk lot. (B)(4).

Event description:
It was reported the patient presented with left hip dislocation and underwent closed reduction under moderate sedation on (B)(6) 2014. On (B)(6) 2015, the patient presented again with left hip instability and underwent a revision surgery to replace the liner and the femoral head.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation.

Event description:
It was reported that, after a left tha performed on (B)(6) 2014 patient presented a dislocation, confirmed by an x-ray, and underwent a closed reduction on (B)(6) 2014. Plaintiff continues with left hip instability and had a second dislocation therefore underwent a revision surgery on (B)(6) 2015. Patient outcome is unknown

Manufacturer narrative:
Additional information has been received and the investigation has been reopened. A supplemental MDR will be submitted at the conclusion of the investigation.